Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and high pacing lead impedance. The reported events of failure to capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead body. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. The full helix extension length measured within specification.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to loss of capture and high pacing impedance; which was attributed to lead dislodgment. The lead was explanted and replaced. The patient was in stable condition.